Manufacturer narrative:
Final device analysis revealed normal device function - no anomaly found.

Event description:
MFR received explanted infusion pump stating the pt expired in 2006, however, the cause of death was not reported. MFR device registration indicated the infusion system was implanted in 2004 and was programmed to deliver dilaudid 10mg/ml at 1.704 mg/day for treatment of chronic pain relating to a diagnosis of failed back surgery syndrome. Add'l details regarding the circumstances of the pt's death has been requested from the pt's physician and a follow up report will be sent when new info is received.